Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm while rewinding and priming the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, minor scratches on lcd window and corroded battery tube.